Event description:
It was reported that the user experienced a low glucose event after an infusion set and cartridge change during which the piston was initially not rewound prior to cartridge insertion, after which the cartridge was removed, the piston rewound, and the set change completed; the user subsequently detached from the device during the low and later reattached after glucose recovered. Symptoms included hypoglycemia with a lowest reported sensor value of 40 mg/dl and ¿low,¿ without loss of consciousness or other acute sequelae. Outcomes included temporary interruption of insulin delivery, no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included user interview, troubleshooting, and device use education. Investigation of this case revealed user handling error related to failure to rewind the piston prior to cartridge insertion, followed by successful corrective actions and normal operation thereafter. It was concluded that the event was consistent with user error during setup leading to hypoglycemia, with resolution after user guidance and glucose normalization.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.